Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked into the sleeve of a bd vacutaine® safety-lok¿ blood collection set during use. No injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated through visual inspection and sleeve function testing, and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for visual inspection and sleeve function testing and upon completion, the customer's indicated failure mode for sleeve leakage was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.